Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Details of the lesion are unknown. It was reported that the physician could not cross the lesion with a 2.5x12mm taxus liberte stent. While attempting to pull the device back into the guide catheter, the stent dislodged inside the patient. The stent was located via a computerized axial tomography (CT) scan, however it is unknown if any attempt was made at retrieval. Patient status is stable.